Event description:
It was reported that during a da vinci surgical procedure, the staff reportedly observed a broken cable on the grasping retractor forceps instrument. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was broken at the power amplification pulley. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.